Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore, no root cause can be determined.

Event description:
The customer reported internal failure alarm on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.